Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemorrhoidectomy procedure, when the device was fired no staples appears. To resolve the issue manual suturing was done by the surgeon. There was a tissue damage occurred due to the device problem.